Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 3 additional implanted mitraclips. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (61011u144) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip became caught in the left ventricle (lv) and could not be removed; therefore, the leaflets were grasped with the chordae and the clip was deployed for medical intervention to remove the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first cds (61011u144) was advanced to the mitral valve; however, grasping was difficult due to the restricted posterior leaflet. While repositioning the cds, the clip became caught in the chordae. After over an hour of troubleshooting, a chordal rupture occurred. The clip could not be freed, so it was deployed on the chordae, without leaflet insertion. The second and third clip were successfully deployed; however, mr remained at 4. The fourth clip (61011u146) became caught in the lv. Troubleshooting was performed, but the clip could not be retracted from the lv. The decision was made to grasp the leaflets and deploy the clip. After deployment, the mr remained at 4. No further treatment was attempted. There was no improvement of the patient status, and the patient remains intubated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted while there was no change in mr, the reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping and entrapment of device or device component appear to be related to patient morphology/pathology due to challenging anatomy and user technique/procedural circumstances of difficult visualization. A definitive cause for the reported mitral regurgitation; however, was unable to be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.